Event description:
It was reported that during an unknown procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device ruptured as the device was being primed for use. The device was filled with normal saline at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.